Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0phqn, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0pdvh, implanted:(B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
It was reported the patient went to the emergency room with an infection at the device pocket and their system was removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.